Manufacturer narrative:
Date of event updated from (B)(6) 2019 to (B)(6) 2019.

Event description:
It was reported that balloon rupture occurred. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, upon inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Date of event used (B)(6) 2019 based on month of the aware date as event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, upon inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.